Event description:
It was reported the system failed to generate an image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The amp power supply was evaluated and replaced. The image was adjusted and the cables, cradle and ipc connections were verified. The system was tested and found to be working as intended and returned to service.